Event description:
According to the reporter, during a laparoscopic cholecystectomy, when putting the trocar in, the balloon would not inflate. They got another device to complete the case. There was no patient injury.